Event description:
It was reported that this right ventricular (rv) lead had exhibited a drop in impedance measurements that lead to low out of range measurements. Technical services (ts) was consulted and an insulation issue is suspected, other possible reasons were discussed. Testing options were provided. This rv lead remains in service. No adverse patient effects were reported.